Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable left ventricular (lv) lead exhibited varied pacing impedance measurements of 200-400 ohms to greater than 2,000 ohms. Additionally, noise and slightly increased threshold measurements were observed, however, unable to be reproduced in-clinic. It was noted that the patient had two lv leads implanted, however, it is unknown which lead is connected to the device. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. The physician will continuing monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the patient underwent a surgical procedure in which the left ventricular (lv) lead was surgically abandoned due to high pacing threshold measurements, high out of range pace impedance measurement greater than 2,000 ohms. Lv pacing was also not delivered when required. Further information indicated that no lead damage was detected under fluoroscopy and lead to device header connection was good. The out of range measurement, however, was confirmed on a pacing system analyzer (psa). This device remains in service. No adverse patient effects were reported.